Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 444 mg/dl. Customer stated they have a backup plan available. The customer was treated for high blood glucose with manual injection using pens. The customer was explained the 2 high blood glucose rule. The customer's mother stated the cannula was bent the entire time. Customer was advised that we will send sure-t t-packs overnight.